Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the left ventricular lead and atrial lead. Chest x-ray was performed and revealed the lv and atrial leads were dislodged. The physician elected to explant and replace the lv and atrial leads. The patient condition was stable following the procedure.

Manufacturer narrative:
The reported events were dislodgment and failure to capture. X-ray examination of the lead found the inner coil was over torqued at the connector pin region, and the helix retracted and clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.